Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and n on-malignant pain. It was reported that in (B)(6) 2005 the patient fell, broke their lumbar vertebrae, and part of the scs system was removed a couple days to 5 days prior to the patient's back surgery. The "part of the scs system" that was removed was reported to be "as many wires as they could."

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's lead was removed in 2005. It was reported that the device was removed because it didn't relieve the patient's pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.